Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm medium-large instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a derailed grip cable at distal end. This caused the grips not to open and close properly. The probable root cause of a loose grip cable is attributed to a loss of cable tension due to a cracks on the clamping pulley or input shaft. Cracked pulleys, shafts, and disks inside the housing can be caused from incorrect cleaning or sterilization techniques used during reprocessing. A cracked clamping pulley at the proximal end can cause the cable to become dislodged, so cable tension is lost, and results in the cable becoming derailed or loose at the opposite distal end. Correction: h8. Was updated to initial use of device.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium large clip applier instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to open/close the mouth of the medium-large clip applier instrument and was unable to use the instrument as intended. The clips would fall off prematurely as well and the instrument generated an error code initially. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.